Event description:
It was reported that the patient's pump was refilled with another patient's medication and the patient experienced an overdose with the following symptoms: respiratory depression, dizziness, headache, nausea, burning in legs and anxiety. The hcp called the patient the day after the refill to ask him to return to the clinic when the error was recognized. The patient returned to the clinic where the hcp removed the medication through the port. However, the medication that was in the catheter had infused into the patient's system. The patient described difficulty moving and talking. The hcp had the patient transported to the emergency room. The patient usually receives morphine, but he believes he received another narcotic which was mixed with another drug which was twice the strength of the usual drug. Patient status was "good" at the time of the call.

Manufacturer narrative:
.